Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received info that the pt implanted with this bioprosthetic transcatheter valve (implanted in 2008), presented with an increased gradient. Several stent fractures (grade iii), most prominent at the inflow side were observed on echocardiography. It was reported that one stent strut embolized into the lung. The pt was successfully treated with pre-stenting and a second melody implant, is doing well and was discharged.